Event description:
It was reported there was intermittent loss of telemetry reported. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer was unable to interrogate certain devices when the ¿allow wireless communication¿ box is checked; hard drive was reimaged and software reloaded to resolve issue. Analysis also found the programmer was unable to find any wireless devices during find patient searches; rf (radio frequency) transceiver found out of electrical specification. Partial cut found in antenna cable behind upper hinge, the system fan is noisy, power cord bay has broken tab, and keyboard is separating. (B)(4).